Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager failed to open. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed to open. A field service engineer troubleshooted and adjusted the latches and reseated the connections of the system. The system functioned as intended after the field service engineer repaired the device.